Event description:
During follow-up, high defibrillation impedance, high capture threshold, and crosstalk were observed on the right ventricular (rv) channel. During revision, it was observed that the rv lead was insufficiently inserted in the header of the device. The rv lead was adequately inserted in the header and remains implanted. The patient was stable and there were no adverse consequences.